Event description:
Reporter indicated a vns therapy pt passed away. The pt's generator reached normal end of service prior to 2008, and did not have it replaced due to insurance issues. The cause of death and its relationship to the vns are unk. Good faith attempts to obtain additional info have been unsuccessful.